Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2007. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, a rectocele, and pelvic pain. It was reported that following insertion the patient experienced pain, urinary problems, dyspareunia, neuromuscular problems, vaginal scarring and other not specified outcomes. No additional information was provided. (B)(4).